Event description:
The custome they were unable to acquire v6 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The custome they were unable to acquire v6 lead ECG. There was no reported adverse pt impact. The customer tested the device with another trunk cable and worked fine. The trunk cable was replaced to resolve the issue.